Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2009, 5866-38m adaptor, implanted: 26-(B)(6) 2009, w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an impedance warning. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.